Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and would not capture at maximum output. At routine follow up at clinic the patient was symptomatic with a rv fractured lead. The rv lead was partially explanted and capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.